Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion. The reported symptom was verified and found to be caused by an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.